Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, b7 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a potential adverse event post deployment of angio-seal device. The likely cause could be attributed to improper placement of the device and/or not following the patient ambulation guide which could have led to mispositioning of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea (failure mode and effects analysis).

Event description:
Additional information from 16 feb 2024: the angio-seal device was used for a left femoral artery (lfa), on the non-tavr device side. The puncture site was the left femoral artery, and a 6 f sheath was placed after arterial access was obtained. A pre-deployment angiogram was conducted. There was no significant plaque or calcium in the arteries. The patient was in stable condition. The tavr with the angio-seal in the lfa was successful. Approximately seven (7) hours after the tavr completion, the patient was ambulated to the bathroom her nurse. When the patient attempted to walk back from the bathroom, she became weak and pale and could not make it back to her room. A new hematoma was observed on the left groin area and a rapid response was called. After the intervention, the patient's vital signs improved. The intervention included IV fluids, medications, and thirty (30) minutes of pressure held to the artery. The patient was discharged on (B)(6) 2024. The patient stayed one (1) day in the hospital as a precaution. There were no concomitant medical products used with the angio-seal. The blood loss was uncertain as it was internal.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a successful transcatheter aortic valve replacement (tavr) with the involved angio-seal placed in left femoral artery (lfa). Patient continued to be monitored in the transitional care unit (tcu) and had ambulated multiple times throughout the day approximately 31 hours post tavr completion she was ambulated to the bathroom, had a bowel movement (bm), but afterward complained of feeling dizzy. She was able to ambulate back to her room. Thirty (30) minutes later the patient became unresponsive, stopped breathing and cardiopulmonary resuscitation (CPR) was started. She was revived and transferred to the intensive care unit (ICU) where she was given four (4) units of packed red blood cells (prbcs). The doctor and the cath lab team were called in and a covered stent was placed in the lfa. The patient remains in the ICU at the time. The event occurred post-operative. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.